Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
It was reported that, "(B)(6) last year was original surgery date - 2 xia 6.0 cp ti rods broke and was found while patient was experiencing what was thought to be unrelated problems(incontinence). Revision surgery was on (B)(6) 2013. "

Manufacturer narrative:
At the reception of the x-rays and the implants, the reported event about bilateral postoperative breakage of the rods was confirmed. As revealed by the surface analysis done by the internal laboratory, the breakage is occurred in fatigue. A thorough investigation could not be performed and a review of the DHR was not possible as the part on which the batch number was marked with the laser is absent (it was most probably cut during initial surgery). The fractography analysis of the rupture surface revealed the presence of marks left by the bending instrument at the location of the fracture initiation. Such bending marks could make the rod more sensitive and facilitate the implant breakage. Conclusion: as revealed by the surface analysis done by the internal laboratory, the postoperative breakage of the rods occurred in fatigue. Thus, the complaint condition is related to the conditions of use and the operational context contributed to this event.

Event description:
It was reported that, "(B)(6) last year was original surgery date - 2 xia 6.0 cp ti rods broke and was found while patient was experiencing what was thought to be unrelated problems(incontinence). Revision surgery was on (B)(6) 2013. "